Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5 this MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that "several years ago" a patient experienced a "stroke" and passed away. Reportedly, the flexor shuttle tibial guiding sheath and a medtronic pipeline device were used during an unspecified procedure on an unknown date prior to the patient's stroke and death. It is alleged that an autopsy later revealed that there was a foreign body inside the patient, possibly from the devices that were used during an unspecified procedure. The physician¿s concern is that product material and/or hydrophilic coating possibly sheared off a device and migrated in the patient. No information has been provided regarding patient demographics, past medical history, operative notes, other products used, autopsy report, root cause of the "stroke" or interventions provided. The complaint device has been discarded by the user facility. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.